Event description:
Additional information received indicates surgery took place wherein the lead was explanted and replaced. During the procedure, it was noted the lead was completely severed. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.